Event description:
It was reported that during a procedure of the mildly calcified, de novo, mid left anterior descending artery (lad) using a whisper ms guide wire and jl4 guide catheter, the 3.5 x 38 mm xience prox stent delivery system (sds) met resistance during advancing but was delivered using 16 atmosphere. During sds removal resistance was also met and once the sds was outside the anatomy it was noted that the stent implant had moved proximal to the balloon and shaft and the stent struts were stretched but the stent was not expanded. A different device was used in the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience prox is currently not commercially available in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage and dislodgement were able to be confirmed. The physical resistance, difficulty removing the device, and difficulty positioning the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no ther similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.